Manufacturer narrative:
(B)(4). (Other): no lens in returned packaging. Evaluation: conclusions - (no conclusion can be drawn): the product pertaining to this claim was not returned for eval. Based on the complaint history, it was determined that a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported a cc4204a collamer aspheric single plate lens was used. Lens was torn. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.